Manufacturer narrative:
This unit is for training (non-clinical use). The customer does not leave the perfusion system plugged in. It is in an office setting and leaving the machine plugged in is not an option. In order for fsr to perform nfc, the base needed fully charged batteries. The fsr changed the batteries and returned the next day to complete the nfc and to check battery performance. The unit operated to manufacturer specifications and was returned to clinical use. The reported complaint was confirmed by laboratory evaluation. The batteries were received in a severly depleted condition. After charging for 16 hours, the batteries both measured abnormally low voltages, duplicating the reported complaint.

Event description:
It was reported that while the field service representative (fsr) was performing a notice of field correction (nfc) on the roller pumps, he found the batteries were depleted and perfusion system would not operate on batteries. There was no patient involvement.